Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open whipple, the device locked on tissue. The surgeon tore the tissue to remove the stapler from the tissue, lightly pulled the stapler from the tissue. There was some bleeding but it was easily controlled. Then a new handle and reload were opened and used on subsequent vessels.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. Visual inspection of the instrument noted that the firing knobs were retracted to the clamp up position, and the articulation lever was in the neutral position. The retract knobs were fully retracted and the subject reload was unloaded from the instrument. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.